Manufacturer narrative:
Concomitant products: model: d314drg, ICD; implanted: (B)(6) 2011.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead alert for high impedance. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.